Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse, stress urinary incontinence, cystocele, rectocele and vaginal vault prolapse. It was reported that the patient had a concurrent procedure of a cr bard uretex to2 implant performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, bleeding, urinary/bowel problems, recurrence, dyspareunia.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh and bard uretex to2 transobturator urethral support system were implanted. The patient experience pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of cystourethroscopy, vaginal extraperitoneal colpopexy and perineoplasty, cystocele and rectocele repair with mesh. It was reported that following insertion the patient experienced discharge, urinary leakage worsened, foul odor, utis and saw pieces of mesh fall out and rectal bleeding. (B)(4).